Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to device replacement procedure due to normal eri, externalized conductors was observed via fluoroscopy on the rv lead. Patient was asymptomatic. Lead electrically tested normal. Lead was capped on (B)(6) 2016 and a new lead was implanted. No further information available.